Manufacturer narrative:
Although it is unknown if the device caused or contributed to the reported event or not, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The events listed were obtained from the cer "80100048- cer for rf ablation devices ¿ revc ¿ (B)(6) 2017 ¿final" conducted from a data set from (B)(6) 2010 ¿ (B)(6) 2017. The complications associated with the radiofrequency ablation system observed during review of literature articles published in different years as reported in the cer could be summarized as below: it was reported that one patient had an infection that required irrigation, debridement and skin grafting, six patients had a relapse, one patient had an eight-day hospital stay because of local pain starting 24 hours after the rfa procedure and two cases of relapses which were successfully treated. Cases of skin burn, muscle burn, infection, nerve lesion, fracture, delayed skin healing, hematoma, , pulmonary aspiration, cardiac arrest, case of thrombophlebitis, retreatment (surgery) due to pain recurrence or a procedure-related complication were also reported. One case each of pain, trismus and hypoxia were reported as well.